Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was evaluated and replaced. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the subtraction mode was not functioning properly. There is no report of death or serious injury associated with the complaint.